Event description:
Reportedly, the calculated estimated residual longevity was shorter than the longevity displayed between follow-ups. The patient suffers from syncope. Based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report. B3 and d7 corrected.

Event description:
Reportedly, the calculated estimated residual longevity was shorter than the longevity displayed between follow-ups. The patient suffers from syncope. Based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, the calculated estimated residual longevity was shorter than the longevity displayed between follow-ups. The patient suffers from syncope. Based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Preliminary analysis of the returned device revealed that electrical characteristics were within specifications.